Event description:
It was reported by the customer's father, that the customer was hospitalized. Customer was hospitalized due to diabetic ketoacidosis. The customer was treated with manual injections. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.